Event description:
The device developed a cuff leak on three different occurrences. The physician was inflating the cuff with 10cc's of air but claimed the cuff was mushy. This occurred on three separate tubes with two patients.